Event description:
It was reported by the aci vascular closure specialist that a pt underwent a peripheral procedure on (B)(4) 2013. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon "failed". No further info is available.

Manufacturer narrative:
The device eas not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.